Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the power not working fully was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device experienced excessive noise. It was further observed that the device had a cosmetic damage - worn coupling and corrosion/rusting/pitting. It was further determined that the device failed pretest for general condition. Therefore, the reported condition of excessive noise was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the power of the small battery drive device was not fully working. During in-house engineering evaluation, it was observed that the device experienced excessive noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.